Event description:
Entellus just received approval for use of their sinus balloon for dilation of the eustachian tube via the "512 k" process. However, their balloon is fundamentally different than the product by j and j that was approved via the traditional pathway. The eustachian tube should never be cannulated with a rigid instrument to avoid injury to the carotid artery. The j and j product is designed to avoid entry into the bony eustachian tube and minimize the risk of carotid injury. The entellus product has no such safety mechanism and it's rigid design dramatically increases the risk of penetration of soft tissue. If entellus is allowed to continue to market their product for this use, it is only a matter of time until there is a fatal carotid injury from its use. Clearly the FDA was misled about the similarities between the two devices.